Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine device change out, the patient's right atrial (ra) lead exhibited decreased sensing, while the right ventricular (rv) lead exhibited an increase in thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.